Manufacturer narrative:
This report is submitted on july 7, 2021.

Event description:
Per the clinic, the patient experienced an electrode tip fold-over at the initial surgery. The implant was re-positioned on (B)(6) 2021. The implant remains in-situ.